Manufacturer narrative:
There is insufficient information to further investigate. As no specific device was identified; unable to confirm device and unable to evaluate and inspect the device. Candela is also unable to confirm how such device was used and whether its use and maintenance was in accordance with current candela guidelines.

Event description:
Per review of the maude database, candela post market surveillance found report mw5092596. A pharmacist reported to the FDA, that a virgin female acquired a genital wart by laser hair removal device, and reported that the case was diagnosed clinically by examination, with wart presence in labia and pubic area. Per report, two laser devices were reported from two different manufactures, one device was the candela gentlelase laser. No contact information was received; therefore, unable to confirm reported event or follow-up with customer. No specific device identified; therefore, no follow-up evaluation/testing is possible.